Event description:
A patient underwent a needle localization excision of left breast mass. During the procedure while using the electrocautery pencil, the tip broke off. The tip was retrieved with no patient harm.